Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Updated fields: d8, d10, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11 corrected field: g2 - report source the device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the no image was due to the u plug unit was not good, causing a blackout; expected or random component failure without any design or manufacturing issue. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
E1: full customer address information. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device experienced no image during reprocessing. There were no reports of patient or user harm associated with this event.